Event description:
The ge oec 9600 fluoroscopy system displayed a checksum error. The system would not boot-up and was removed from service pending repair.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective technique processor pcb that was removed and replaced. The sram was also replaced to restore system functionality. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.